Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. The customer's blood glucose was 160mg/dl at the time of call. Trouble shooting was performed and found screen is solid white. The device's screen was flashing when the screen was turned on after being in sleep mode. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm missing segments or partial display due to blank display.